Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified a leak in the bond area of the tubing and male luer inlet port. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This type of defect is caused when removing the extension set from a tiromat packaging machine after a jam occurs during production. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set leaked from the tubing above the y-site and underneath the filter. The set was delivering an unknown chemo drug. There was no patient injury or medical intervention associated with this event. No additional information is available.